Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 460 mg/dl and 467 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted. Device sensor feature and auto mode connection are working properly. (B)(4).